Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low and the insulin pump went into threshold suspend but her blood glucose was not low. Customer has had sensor cannula bent. Current blood glucose value was 180 mg/dl and sensor was reading below 60 mg/dl. Customer was advised about the proper insertion and calibration process.